Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: complaint sample was not received for investigation. Five retain samples of incident code (B)(4) and lot number v8003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Prolonged surgery time is half an hour. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Name of the procedure? Lymph node dissection. What is the patient's current status? Patient is ok and he discharged also.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/24/2020. Additional h3 investigation summary: complaint sample: 14 ea intact complaint sample overwrap packs were received for investigation for code nw895 lot v8003.impacted complaint sample was not returned for investigation. The overwrap packs were inspected under a 10 x magnification for any damage and found satisfactory. All the intact overwrap packs were opened and visually inspected for attribute defects like kinks, weak spots, cut marks, brittleness, roughness, fractured, frayed, dent marks, scraped, severed, and/or notched suture but no defects were observed. Reference samples was visually inspected against mentioned voc-performance-breakage suture, but it was not evident. Received needle were inspected against 10x magnification and found satisfactory. Out of 14 received sample five reference sample were subjected to knot pull tensile strength test and complainant results were observed. All the individual as well as average knot pull tensile strength values of reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. Additional h3 investigation summary: retained sample evaluation: five retain samples of incident code nw895 and lot number v8003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample as well as reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot v8003, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Name of the procedure? What is the patient's current status? Device return status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. Another kike device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.